Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient arrived in emergency room with laceration at the right infraclavicular ins site. Diagnostic methods included examination. The etiology was described as possibly related to device/therapy and implant procedure. Interventions included surgical repositioning. The ins was placed in a new subcutaneous pouch. The event resulted in in-patient hospitalization or prolonged hospitalization and medical/surgical intervention to prevent life threatening illness, injury, or permanent impairment to a body structure or body function. The event was resolved without sequelae on (B)(6) 2014. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp of a clinical study. The etiology was updated to not related to implant procedure. The cause of the laceration was erosion of the skin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.